Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. No blank display noted. Unable to test operating currents due to constant motor error alarm. Unit monitored and no constant tone and no audio/beep anomaly. Unit received moisture damage at electronic assembly. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the insulin pump had blank display and there was constant beep when battery is inserted. No further information provided.